Event description:
It was reported to boston scientific corporation in late 2008 that a radial jaw 4 biopsy forcep was used during a procedure performed the day prior. According to the complainant, "when they went to close the forceps, the struts collapsed and destroyed the profile of the device. They could not bring the device back in the scope. They pulled the scope from the patient." The procedure was completed with another radial jaw 4 biopsy forcep. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as "fine".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.